Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. The pump was received stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm noted in alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The pump had a cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 219 mg/dl. The customer states the pump alarmed motor error and motor position encoder error, after inserting a reservoir. The drive support cap appears intact, but the pump was exposed to an MRI. The customer states they are able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.